Event description:
The reporter called regarding dexcom g6 continuous glucose monitoring system device. The reporter stated," the device I have put on stomach does not read sugar levels and the needle does not work."